Manufacturer narrative:
The check of the DHR of the lot # involved (0902338) did not show any pre-existing anomaly on the 20 trial necks manufactured with this lot #. No other complaints were reported on the same lot #. We will submit a final MDR on this issue once the investigation will be completed.

Event description:
Intra-op breakage of the h-max s trial neck, model # 9042.50.150, lot# 0902338. The trial rasp was set in place with a trial neck + trial head on, and reduced for assessment. The surgeon realized that the head size he was using was too big. This made the components too tight and when he tried to remove the modular neck from the rasp, the trial neck broke off. The rasp was removed and the case proceeded. There were no consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (200902338) did not show any pre-existing anomaly on the 20 trial necks manufactured with this lot #. No other complaints were reported on the same lot#. The broken trial neck is made of propylux (plastic material); the instrument was manufactured in 2009 and was used on the market for 8 years: we can suppose that the instrument was used a high number of times before breakage occurred. The instrument involved was returned to limacorporate. By a visual analysis, the trial neck broke in two pieces, and the breakage occurred in correspondence to the hole, where the resistant section is reduced. A dimensional check was also performed on the broken trial neck: slight deviations from specifications were detected on some measurements; given that the device was released on the market compliant to specification, these slight deviations are probably due to the repeated usage and sterilization of the instrument over time and to the damage caused on the instrument in the attempt of removing the broken fragment from the rasp. According to the available information, the breakage occurred because the components were too tight and when the surgeon tried to remove the neck from the rasp, the neck broke off. Therefore, the operational context, probably combined with a sub optimal use of the instrument, may have contributed to the breakage of the device. In october 2012, the moulding process was introduced to manufacture the trial necks. Hence, also the material of the trial necks has been changed from propylux to radel since the propylux is not suitable for the moulding process. Moreover, radel shows a better mechanical resistance compared to propylux. The instrument involved in this complaint is made of propylux and was produced before the change of manufacturing process. Pms data: we are aware of a total of 4 breakages of the h-max trial neck (product codes 9042.20.xxx - 9042.25.xxx - 9042.50.xxx - 9042.51.xxx) made of propylux. No corrective action planned for this case. Limacorporate will continue monitoring the market on the reoccurrence of similar events.

Event description:
Intra-op breakage of the h-max s trial neck, model # 9042.50.150, lot# 0902338. The trial rasp was set in place with a trial neck + trial head on, and reduced for assessment. The surgeon realized that the head size he was using was too big. This made the components too tight and when the surgeon tried to remove the modular trial neck from the rasp, the trial neck broke off. The rasp was removed and the case proceeded. There were no consequences for the patient. Event occurred in (B)(6).